Event description:
Device issue: tip separation. Time of device issue: prior to procedure. Adverse event: none. It was reported that upon withdrawing the balance middle weight guide wire from the coiled protective sheath, the device's distal tip was found detached. This occurred with a second bmw guide wire as well. No resistance was felt while withdrawing the guidewires from the coiled protective sheath. There was no patient involvement. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4) .the customer reported the device was discarded. A follow-up report will be submitted with all additional relevant information. The first bmw guide wire indicated is being reported under a separate manufacturer report number.